Event description:
Vent stopped on a patient and had red and green buttons on screen lit. Asked them to send me logs and I'd take a look, looks like vent lost all power and shut down. According to the service report this device has not been pm/service software testing since late 2016. Advised customer to recheck all areas dealing with power, also advised them full pm and testing of this device. FDA safety report ID # (B)(4).